Manufacturer narrative:
Citation: gao my, sang ch, huang lh, et al. Vein of marshall ethanol infusion: first-step or adjunctive choice for perimitral atrial tachycardia? Pacing and clinical electrophysiology (pace). 2023;46:20 through 30. B.3. Event date: estimated based upon study end year.

Event description:
It was reported via literature that patients experienced various adverse events. This study is a prospective, observational study performed between 2018 and 2021 for consecutive patients undergoing ablation for diagnosed perimitral atrial tachycardia (pmat). All patients were grouped into three studies radiofrequency (rf) only group, treated with rf ablation alone and ethanol infusion of the vein of marshall (eivom) facilitated group, which was further divided into the rf-eivom group and eivom-rf group depending on which strategy was employed firstly at the discretion of the operator. During the study period, 165 consecutive patients with confirmed pmat were enrolled. All patients underwent prior pulmonary vein (pv) isolation and linear ablation at mitral isthmus (mi). Eighty-nine patients received rf ablation only (rf only group), and 76 patients received eivom (28 in the rf-eivom group, 48 patients in the eivom-rf group). In 14 patients in rf only group, eivom was attempted but failed due to invisible vom or failure to cannulate vom. A non-boston scientific (bsc) guide catheter was introduced into the coronary sinus (cs) through the femoral vein. Angiography of the cs was performed under a right anterior oblique 30 degree view to achieve selective venography of vein of marshall (vom). Then a 2.0 mm x 8 mm or 1.50 mm x 12 mm over-the-wire (otw) boston scientific balloon would be advanced into the distal end of vom over a non-bsc guidewire and inflated a pressure of 6 -10 atm. Total occlusion at the proximity of vom would be confirmed by contrast injection before ethanol application. A total of 5 -10 ml of 95% ethanol would be delivered at a single site or at two separate positions (one distal and one proximal). In case tachycardia was not terminated or complete mi block was not achieved by eivom alone, additional rf ablation at the endocardial mi and inside cs would be carried out. Asymptomatic minor pericardiac effusion was revealed by intracardiac echocardiography (ice) and post-procedural transthoracic echocardiography (tte) in two patients with no need for intervention. Uneventful dissection of cs or the ostium of vom was observed in three patients (one in rf-eivom group and two in eivom-rf group). Two patients developed pericarditis-like chest pain the second day after the procedure and were treated with intravenous glucocorticoids. During a mean follow-up period of 12.1 months with a standard deviation of 6.2 months recurrence of atrial fibrillation (af)/atrial tachycardia (at), post-blanking period happened in 12 (25.0%) patients eivom-rf group.